Event description:
The customer reported that the system's column lift would not go down. The c-arm was stuck all of the way up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.